Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient developed a skin reaction that consisted of redness, pimples, blisters, drainage, itching and burning sensations which extended past the sensor patch perimeter. At a routine visit with her physician, she was given a steroid injection to minimize the itching and burning sensations. After treatment the area healed and the patient felt fine. No additional patient or event information is available.